Manufacturer narrative:
A service engineer evaluated the system and determined the nylon bushing was lifted out of place. The engineer secured the bushing back into place and returned the system to fully functional.

Event description:
The customer reported the control panel is not locking, going around in circles on their epiq 7c ultrasound system while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed because of the issue.